Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide voice prompts at the high enough volume when the device was powered on. Without adequate voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device did not provide voice prompts at the high enough volume when the device was powered on. Without adequate voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: 03/21/2019.

Event description:
The customer contacted physio-control to report that their device did not provide voice prompts at the high enough volume when the device was powered on. Without adequate voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to integrated circuit, designator u17 on the analog pcb assembly. U17 was not operating properly and caused varying levels of audio volume, ranging from no audio to normal audio.